Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: wound infection. Concomitant medical products: 790cc mentor smooth high profile xtra memorygel breast implant, catalog: shpx790 lot: 7721064 serial number: concomitant medical products manufacturerâ¿¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) hispanic female patient who underwent breast augmentation revision surgery with a 790cc mentor memorygel breast implant experienced left sided infection, swelling and pain post procedure. Patient also experienced elevated white blood cells. A complete blood count test was performed on an unknown date which confirmed an infection. As a result, patient had an explantation on (B)(6)2019.